Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to low blood glucose. She also reported a high blood glucose reading of 579 mg/dl and was treating with the insulin pump. The blood glucose reading at the time of the hospitalization was 13 mg/dl. Customer was treated with medication to bring the sugar up. Nothing further was reported.